Event description:
It was reported that a patient underwent a revision procedure due to infection, metallosis, and a delaminated humeral component. Attempts have been made and no additional information is available at the time of this complaint.

Manufacturer narrative:
(B)(4). A4: estimated weight: 55-65 kg. D10: humeral component plasma sprayed size 4 cat# 00840004410, lot# 63710174. Ulnar component plasma sprayed size 4 cat# 00840001407, lot# 63965690. Unk articulation kit cat#ni, lot#ni. G2: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02834, 0001822565 - 2023 - 03223, 0001822565 - 2023 - 03224. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the following device was returned for evaluation: one unknown humeral screw. Visual examination of the humeral screw found no damage. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined for the suspected infection involving the unknown humeral screw kit. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The reported event of infection remains unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.